Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance greater than 150 ohms on this right ventricular (rv) lead. Technical services (ts) was consulted and advised the shock impedance has been increasing gradually and is now around 150 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and this right ventricular (rv) lead remain in service. No adverse patient effects were reported. Received additional information the device and lead were explanted and replaced successfully. The explanted products will not return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance greater than 150 ohms on this right ventricular (rv) lead. Technical services (ts) was consulted and advised the shock impedance has been increasing gradually and is now around 150 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and this right ventricular (rv) lead remain in service. No adverse patient effects were reported.